Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that an occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.